Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to interface board. Unable to confirm unexpected restart alarm, motor error alarm, excessive no delivery alarms and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and an unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. During the blank display troubleshooting, customer stated that the insulin pump alarmed unexpected restart after the battery has been changed and the display went blank again. The customer also reported to have received a motor error and a no delivery alarm and unable to troubleshoot due to insulin pump would not turn back on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.